Manufacturer narrative:
The analysis did show that the drive and the intermediate drive have been worn. This means that the ball bearings have worn out. This caused that the bearings have been running rough with a higher friction causing more noise. As a result they heated up. The head was more than three years in use without a repair therefore, the condition of the handpiece is due to the normal wear process. The user instruction requires a functional and a visual inspection before each treatment to verify whether handpiece/ head is running within spec. Exemption number (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4) (the importer).

Event description:
(B)(4).